Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed hardware low level failures several times. The blood glucose of the customer was unknown. The customer did not provide any other information. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures alarm during self test and confirmed in the pump history file due to broken trace on keypad assembly. (Variableinfo=3)